Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experience elevated blood glucose (bg) levels range from (300-400 mg/dl) the customer would bolus to stabilize bg level. Reportedly, the pump motor noise has been getting louder since the customer received the pump. The customer stated to be unsure if the pump motor noise was what impacted bg levels.